Event description:
On 08/04/2025, the user's guardian reported that their ilet device would not power on after having been charged overnight. The device had been used earlier, and the battery had fully drained. Multiple charging attempts using different outlets and while on a support call were unsuccessful. The user was unable to sync data, as the ilet was not connected to a mobile device. A replacement ilet was issued. The user reverted to backup therapy. The highest recorded bg was 400 mg/dl, and the user experienced symptoms including headache and stomach discomfort. No external assistance or medical intervention was required.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.